Manufacturer narrative:
The device system was returned. However, analysis is not needed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. During a routine follow-up, an infection was identified. As a result, the patient was given IV (intravenous) antibiotics, was hospitalized, and the device system was explanted. No additional adverse patient effects were reported.